Manufacturer narrative:
The complaint was confirmed. The helix did not extend smoothly, most likely due to foreign material found on the helix. The origin of the foreign material could not be determined. The helix could be extended and retracted fully and all electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to implant the helix was tested and did not function properly. The lead was not implanted.